Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Upon review of transmissions the implantable cardioverter defibrillator exhibited far field p-wave oversensing on the ventricular channel. The patient did not receive therapy during that time. The device was reprogrammed but oversensing was still noted. Patient was stable and will continue to be monitored.